Event description:
It was reported that during sterile processing, it was observed that the keyless chuck device would not secure the bit/blade devices. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, the reporter stated that the event occurred in the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the jaws inside the coupling were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.